Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4). And CAPA-010215.

Manufacturer narrative:
(B)(6). (B)(4). Field service specialist (fss) visited the account and checked system. Fss found electrical problem and replaced stepper motor and stepper driver. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
During intralase treatment system stopped firing without warning and error message appeared. It was reported that about half of the flap had been done, the procedure was suspended and the patient was send back home, the surgeon planned to redo the surgery in 3 weeks.